Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of duodenum resection in distal gastrectomy bypass of gastroenterostomy procedure, they used devices in question. The surgeon clamped the tissue and tried to fire the device, however could not squeeze the handle and was able to press the green button. Replaced by new cartridge and connected to the original handle; however, could not fire the device. Then replaced by new handle and another new cartridge; however could not fire the device. Then replaced by another new handle (the third one) and new cartridge (the 4th one), and the firing was completed. The procedure was completed by this handle with no problem. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaw was open. Staple pusher was visible at the 4cm cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.